Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Troubleshooting was done for keypad anomaly. Customer reported that the numbers were not ramping or the scroll bar not moving up or down with no input from the user. Customer mentioned that there were no response from buttons even after inserting new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent down button response, problem isolated to keypad assembly. Device received with j1 connector at electrical board properly connected. No damage or moisture damage on keypad assembly noted. Device passed self test and displacement test.